Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus) guided drainage procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent moved out of its position. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition after the procedure was reported to be stable. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(6). Block h6: medical device problem code a1502 captures the reportable event of stent first flange difficult to position.